Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed power error. She was able to resolve the issue during troubleshooting. However, the customer called back due to receiving three replace battery now alarms without receiving low battery alerts. The patient's blood glucose at the time of incident is unknown. The batteries were not previously used. The insulin pump was not dropped. There were no unattended alarms either. The battery cap was not loose, cracked, or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm, power loss alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. No cosmetic damage was noted.